Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported the patient lost effective coverage due to the l4 drg lead had migrated. Confirmed by x-rays confirmed and no trauma. Surgical intervention took place wherein the leads were explanted and replaced. During the procedure, the physician accidentally pulled out l3 lead. Effective therapy restored.